Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was molecular false positves. The following information was provided by the initial reporter: unknown received; lot # 2305651 (4 bx) and 2284976 (5 bx). Customer states bactec flags pos, culture and gram stain pos and match. Biofire bcid 2 detected candida tropicalis

Manufacturer narrative:
Medical device lot #: 2305651, medical device expiration date: 2023-08-31, device manufacture date: 2022-11-01. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was molecular false positives. The following information was provided by the initial reporter: unknown received; lot # 2305651 (4 bx) and 2284976 (5 bx) customer states bactec flags pos, culture and gram stain pos and match. Biofire bcid 2 detected candida tropicalis. Occurence: 8 with unknown lot.

Manufacturer narrative:
H.6 investigation summary: bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention/returned samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. Catalog: 442023. Batch no.: unknown. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Investigation cannot be conducted to the retention samples since the lot number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. H3 other text : see h.10.

Event description:
It was reported that while using the bd bactec¿ plus aerobic/f culture vials (plastic) that there was molecular false positves. The following information was provided by the initial reporter: unknown received; lot # 2305651 (4 bx) and 2284976 (5 bx) customer states bactec flags pos, culture and gram stain pos and match. Biofire bcid 2 detected candida tropicalis. Occurance: 8 with unknown lot.

Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unkown. H4. Device manufacture date: unknown. Occurance: 8.